Event description:
It was reported that customer believed insulin amount displayed during cartridge reload did not match insulin actually in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance or follow-up, and technical support was unable to obtain additional details, so no further action was taken.